Manufacturer narrative:
(B)(4). The rt127 is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Lot number: 091008, quantity of products: 2, date of manufacture: 10/08/2009. Lot number: 091012, quantity of products: 1, date of manufacture: 10/12/2009. The three (3) returned breathing circuits were visually inspected for damage. Results: the sle restrictor is inserted into the breathing circuit during production to restrict flow when used with the sle ventilator. A crack was found in the restrictor of each of the three (3) complaint breathing circuits. A lot check revealed no other complaints of this nature. Conclusion: all fisher & paykel healthcare breathing circuits are pressure tested for leaks. This suggests that the cracks developed post-production, possibly when the restrictor was tightened by the user. Our monitoring and trending revealed no other complaints of this nature for the past 12 months.

Event description:
A hospital in (B)(6) reported via a distributor that three (3) rt127 breathing circuits had cracked restrictors which caused pressure fluxuations. No patient consequence was reported.